Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level, as no blood glucose value information was provided. No additional patient or event information was provided.